Event description:
It was reported that the patient had low battery alarms while connected to the mpu. When the patient connected the system controller to the mobile power unit (mpu) the controller alarmed ¿connect to power immediately¿ and both yellow brackets were illuminated. The alarm resolved once connected to batteries. The green power led was illuminated on the mpu. Log files were sent for review. The mpu power issues on 16feb2026 appeared to be caused by intermittent lead connection issues. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu), serial number (B)(6), was confirmed via the submitted log files. The mpu was not returned for analysis. A review of the submitted controller event log file on the reported event date of 16feb2026 revealed atypical alarms. The file captured lower power hazard and power cable disconnect alarms from the beginning of the file which progressed to a no external power alarm due to the bus and relative state of charge (rsoc) voltages fluctuating below the alarm threshold to 0v all while using the mpu. The alarm reactivated shortly as the respective power cables were reconnected to mpu power and resolved when connected to battery power. The backup battery supported the pump as intended during the brief loss of external power. No other notable events or alarms were observed within the reviewed duration of the log file, and the pump appeared to be operating as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history record for the mobile power unit, serial number: (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms. This section also provides the actions to take if the alarm does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also cautions to plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use and to not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.